Manufacturer narrative:
Date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure, the advantage device. Refer to manufacturer reports # 3005099803-2021-07520 and 3005099803-2021-07519 for the associated device information. It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2012. The patient experienced complications and nonsurgical treatment. Upsylon and solyx devices were also implanted into the patient on the same date. Patient symptoms include: back pain; vaginal pain; pelvic pain; anal pain; rectal pain; thigh pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Nonsurgical treatments: the patient was treated with pain medication: paracetamol for the treatment of: dull pain. Treatment duration: years. The patient was treated with psychological medication: effexor for the treatment of: depression. Treatment duration: years. The patient was treated with other medication (please specify). The patient was treated with topical treatment (including oestrogen cream): hiprex for the treatment of: prevent utis. Treatment duration: years.